Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that the patient is decreased. The patient was seen in the emergency department for cardiac arrest. It was reported that at or around the time of death the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and increased sensing integrity counter (sic). The rv lead also exhibited possible intermittent t-wave oversensing (twos) and undersensing on stored electrograms (egm) in addition to low amplitude r-waves. Additionally, possible right atrial (ra) lead undersensing was noted on stored electrograms (egm).